Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 29 mm trifecta valve was implanted. On an unknown date, the user scheduled the patient for a tavi in savr procedure using an evolut r tavr valve. The procedure was not successful and the patient proceeded to an open procedure where both the 29 mm trifecta valve and evolut r tavr valve were removed. Limited information was made available.